Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during an infusion cycle, a ¿channel disconnected¿ error appeared on the pcu. The customer was unable to power off the device through normal means and had to remove the battery to shut it down. There was no information on patient involvement.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-107144 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-107040.

Event description:
It was reported that the during an infusion cycle, a ¿channel disconnected¿ error appeared on the pcu on (B)(6) 2025 @12.00 hrs while infusing norepinephrine. The customer was unable to power off the device through normal means and had to remove the battery to shut it down. There was patient involvement but no harm.